Event description:
It was reported to nova biomedical that a consumer received a result of 71mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 141mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will not be returned for eval. The test strips were used up by the consumer.